Event description:
Device 2 of 2. Reference 1627487-2013-23269. It was reported the pt had a fall. As a result, the pt's stimulation changed. Reprogramming was unable to resolve this issue. X-rays revealed lead migration. The pt will undergo surgical intervention at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.